Event description:
Consumer reported complaint for inaccurate dispense/aspiration blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. Customer did not state that anything part was broken or bent. Customer states they were unable to administer their insulin. Customer states the syringe is not dispensing correctly.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4) product was returned and evaluated with defect found. Root cause: rc-061 storage outside specifications. Note 1: supplier manufacturer evaluated and tested with retain samples, there was no problem found. Then, tried to replicate customer complaint storing the syringe after drawing the medication in the barrel for a while and unable to inject, needle blocked. Final root cause investigation has been completed based on supplier manufacturer: incorrect storage of medication in the syringe. Note 2: manufacturer contacted customer multiple attempts in follow-up calls to obtain additional information about the testing technique, product storage, handling - able to establish contact with customer who indicated that sometimes he prepares the insulin beforehand overnight and he stores it in the refrigerator. It makes it easier for him in the mornings. He does not leave insulin in the syringe if not used all at once. Customer was educated on the proper testing technique.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for inaccurate dispense/aspiration blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. Customer did not state that anything part was broken or bent. Customer states they were unable to administer their insulin. Customer states the syringe is not dispensing correctly.